Event description:
It was reported that the patient's backup system controller was exchanged for an unknown reason. The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
Voluntary medwatch report #(B)(4) was received 13mar2025. D4: the device serial and lot number were not provided, and the manufacture (h4) and expiration dates could not be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of an abnormal alarm followed by a controller exchange was not able to be confirmed through this evaluation. Available information indicated that the patient arrived at the clinic on (B)(6) 2024, and the alarms and subsequent controller exchange had occurred ~2 months before that date. Multiple attempts were made to obtain additional details including log files from the exchanged controller and the serial number of the exchanged controller; however, no response was received. The root cause of the reported event could not be conclusively determined through this evaluation. The device history records could not be reviewed, as the serial number of the exchanged controller was not provided. The heartmate 3 instructions for use (IFU) describes how to properly perform a system controller exchange. The heartmate 3 patient handbook covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.